Manufacturer narrative:
The investigation for the reported flow issues/pressure issues has been completed. No purge abnormalities are seen in the logs. There are no low purge pressure or high purge pressure alarms. The cause of the product damage, specifically fluid in the anti-contamination sleeve was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 37yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was serosanguineous fluid, possibly coming from the device's blue suture pad, dripping into the anticontamination sleeve. A drop in purge flow was also observed. Purge tubing was not kinked and impella catheter appears to be kink free as well. The purge bag & cassette was changed out with no further issues reported. No other issues reported during the following days. There was no patient harm reported.